Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2012 the lay user/patient contacted lifescan (lfs) alleging he was unable to test because his onetouch ultrasmart meter was displaying an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. In august after 11am or 12pm, the patient reported the alleged issue began. The patient reported he uses non adjusting insulin (type and dose unknown) to manage his diabetes. The patient denied making any changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported 1 hour after the alleged issue occurred, he became 'confused.' The patient reported 1 hour after the alleged issue occurred, he was given IV glucose in response to his symptoms. It is unclear if any blood glucose readings were taken prior to the administration of the IV glucose. The patient reported on (B)(6) 2012 at (B)(6) 2012 a reading of '105mg/dl' was obtained. At the time of troubleshooting, the patient did not have testing supplies available, therefore the alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims he was unable to test due to the alleged issue, developed symptoms and required treatment from a healthcare professional.